Manufacturer narrative:
(B)(4). Batch number - k5cr27. Investigation summary - the ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the name of the surgical procedure being performed? What blood vessel was being stapled when event occurred? What was the reason for the convert to open? What troubleshooting steps were taken to open device? How was the device eventually removed? How was the surgery completed? What is the current patient status? Additional information requested and received: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Device locked out - no staples deployed. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, how was the device removed? When the device blocked, did the device deliver any staples? Yes device got locked on tissue with the jaws close. Device doesn't open eventually if yes, were the staples formed properly? If yes, was the staple line complete? Or, was the device locked on tissue with the jaws closed? If the jaws were closed and locked on tissue, did the jaws of the device eventually open? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Yes, troubleshooting steps were performed. How was the device removed? They have to perform the open procedure and then they remove the stapler. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please describe. There was no patient consequences.

Event description:
It was reported that during the surgery, when surgeon was firing on blood vessel stapler got locked.